Event description:
The user's performance with the device is affected. According to the user there has not been any trauma, pain, swelling or change in health. The user noticed the change in hearing perception with the device first in (B)(6) 2021. The user was reimplanted. This report refers to 9710014-2021-00658. For further information please refer to this report.